Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion which was not confirmed during evaluation. The reported problem were verified through a review of the event history log and found to be caused by the presence of 'downstream occlusion alarms' but were not determined if the alarms were true or false. Evaluation did not experience any false downstream occlusions while running a loaded set. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion. There was no patient involvement. No additional information is available.